Event description:
On (B)(6) 2009 pt with 99% ostial lad lesion stented with 2.75x13 xience v, and a 2.75x8 xience v. Discharged on asa and plavix. On (B)(6) 2010, pt returns for cath possible pci due to recurrent ischemic symptoms and abnormal thallium scan. Ostial lad totally occluded by in-stent thrombosis. Pre-dilated with a 2.5x15 quantum maverick. A 2.75x23 xience v deployed with restoration of timi iii flow. Suspect that the pt may be a plavix non-responder resulting in in-stent thrombosis. Pt switched to prasugrel.